Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode and was seen in the emergency room. The local boston scientific field representative was contacted but was unable to provide any additional information. The device remains in service.